Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had fractured"), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune reactions") in a 33-year-old female patient who had essure (batch no. 83282-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1998,(B)(6) 2006,(B)(6) 2009), macrosomia, vaginal candidiasis, migraine, breast reduction, tonsillitis, chickenpox, nausea, vomiting, ankle swelling, blurred vision, yeast infection and vaginal itching. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included morbid obesity, type ii diabetes mellitus, pain in heel, rash, drug allergy, drug allergy, drug allergy, drug allergy, stiffness, dryness oral, herpes nos, shortness of breath, chest pain, vaginal discharge, urinary frequency, dysuria, cystitis and hair loss. Concomitant products included atorvastatin since 2013, baclofen since (B)(6) 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since (B)(6) 2012, hydrocodone since 2016, hydroxyzine since (B)(6) 2012, levothyroxine since 2013, paracetamol (acetaminophen), prazosin since (B)(6) 2012, propranolol since (B)(6) 2012 and valaciclovir since 2006. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), 5 days after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), allergy to metals ("nickel allergy") and abdominal pain ("pain/ abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), gastrointestinal inflammation ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary track / vaginal) - type yeast infection"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("right and left ovary pain"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and therma choice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, autoimmune disorder, menstruation irregular, cystitis and vaginal infection outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine and abdominal pain had resolved and the gastrointestinal inflammation, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, hot flush, urinary tract infection, fungal infection, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastritis, gastrointestinal inflammation, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 309 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. Event outcome were updated for events bleeding, pain and migraine. Event gastritis was deleted. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("essure device had fractured"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune reactions") in a 33-year-old female patient who had essure (batch no. 83282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2006, (B)(6) 2009), macrosomia, vaginal candidiasis, migraine, breast reduction, tonsillitis, chickenpox, nausea, vomiting, ankle swelling, blurred vision, yeast infection and vaginal itching. Previously administered products included for birth control: mirena from august 2009 to january 2010. Concurrent conditions included morbid obesity, type ii diabetes mellitus, pain in heel, rash, drug allergy, drug allergy, drug allergy, drug allergy, stiffness, dryness oral, herpes nos, shortness of breath, chest pain, vaginal discharge, urinary frequency, dysuria, cystitis and hair loss. Concomitant products included atorvastatin since 2013, baclofen since (B)(6) 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since (B)(6) 2012, hydrocodone since 2016, hydroxyzine since march 2012, levothyroxine since 2013, prazosin since (B)(6) 2012, propranolol since (B)(6) 2012 and valaciclovir since 2006. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain ("pain/ abdominal pain"). On (B)(6) 2010, 6 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), gastrointestinal inflammation ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the first episode of gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary track / vaginal) - type yeast infection"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("right and left ovary pain"), the second episode of gastritis ("gastrointestinal or digestive system condition: gastritis"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, autoimmune disorder, menstruation irregular, the last episode of gastritis, cystitis and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, gastrointestinal inflammation, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hot flush, urinary tract infection, fungal infection, migraine, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal inflammation, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of gastritis and the second episode of gastritis to be related to essure. The reporter commented: current weight 309 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet received. Events added from pfs- gastrointestinal or digestive system condition: gastritis. Event fungal infection, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, headache, dyspareunia onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("essure device had fractured"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure (batch no. 83282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6)1998,(B)(6)2006,(B)(6)2009), macrosomia, vaginal candidiasis, migraine, breast reduction, tonsillitis, chickenpox, nausea, vomiting, ankle swelling, blurred vision, yeast infection and vaginal itching. Previously administered products included for birth control: mirena from august 2009 to january 2010. Concurrent conditions included morbid obesity, type ii diabetes mellitus, pain in heel, rash, drug allergy, drug allergy, drug allergy, drug allergy, stiffness, dryness oral, herpes nos, shortness of breath, chest pain, vaginal discharge, urinary frequency, dysuria, cystitis and hair loss. Concomitant products included atorvastatin since 2013, baclofen since march 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since march 2012, hydrocodone since 2016, hydroxyzine since march 2012, levothyroxine since 2013, prazosin since march 2012, propranolol since march 2012 and valaciclovir since 2006. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain ("pain/ abdominal pain"). In april 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal inflammation ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("right and left ovary pain") and gastrointestinal disorder ("gatrointestinal or digestive system condition"). The patient was treated with surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, gastrointestinal inflammation, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, hot flush, urinary tract infection, fungal infection, migraine, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved and the device breakage, autoimmune disorder, menstruation irregular, gastrointestinal disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastritis, gastrointestinal disorder, gastrointestinal inflammation, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 309 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6)-2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs information was received. Plaintiff also complained of pain/ abdominal pain and gatrointestinal or digestive system condition. Onset dates of events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("essure device had fractured"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune reactions") in an adult female patient who had essure (batch no. 83282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998,(B)(6) 2006,(B)(6) 2009), macrosomia, vaginal candidiasis, migraine, breast reduction, tonsillitis, chickenpox, nausea, vomiting, ankle swelling, blurred vision, yeast infection and vaginal itching. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included morbid obesity, type ii diabetes mellitus, pain in heel, rash, drug allergy, drug allergy, drug allergy, drug allergy, stiffness, dryness oral, herpes nos, shortness of breath, chest pain, vaginal discharge, urinary frequency, dysuria, cystitis and hair loss. Concomitant products included atorvastatin since 2013, baclofen since (B)(6) 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since (B)(6) 2012, hydrocodone since 2016, hydroxyzine since (B)(6) 2012, levothyroxine since 2013, prazosin since (B)(6) 2012, propranolol since (B)(6) 2012 and valaciclovir since 2006. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain ("pain/ abdominal pain"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal inflammation ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("right and left ovary pain"), gastrointestinal disorder ("gatrointestinal or digestive system condition"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, gastrointestinal inflammation, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, hot flush, urinary tract infection, fungal infection, migraine, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved and the device breakage, autoimmune disorder, menstruation irregular, gastrointestinal disorder, abdominal pain, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastritis, gastrointestinal disorder, gastrointestinal inflammation, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 309 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6)-2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "bladder infection, vaginal infection", added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device had fractured"), pelvic pain ("severe pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune reactions") in a 33-year-old female patient who had essure (batch no. 83282-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2006, (B)(6) 2009), macrosomia, vaginal candidiasis, migraine, breast reduction, tonsillitis, chickenpox, nausea, vomiting, ankle swelling, blurred vision, yeast infection and vaginal itching. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included morbid obesity, type ii diabetes mellitus, pain in heel, rash, drug allergy, drug allergy, drug allergy, drug allergy, stiffness, dryness oral, herpes nos, shortness of breath, chest pain, vaginal discharge, urinary frequency, dysuria, cystitis and hair loss. Concomitant products included atorvastatin since 2013, baclofen since (B)(6) 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since (B)(6) 2012, hydrocodone since 2016, hydroxyzine since (B)(6) 2012, levothyroxine since 2013, prazosin since (B)(6) 2012, propranolol since (B)(6) 2012 and valaciclovir since 2006. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and abdominal pain ("pain/ abdominal pain"). On (B)(6) 2010, 6 months after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), gastrointestinal inflammation ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), the first episode of gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary track / vaginal) - type yeast infection"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("right and left ovary pain"), the second episode of gastritis ("gatrointestinal or digestive system condition: gastritis"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, menstruation irregular, the last episode of gastritis, cystitis and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, gastrointestinal inflammation, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, hot flush, urinary tract infection, fungal infection, migraine, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal inflammation, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of gastritis and the second episode of gastritis to be related to essure. The reporter commented: current weight 309 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of product technical complaints. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device had fractured'), pelvic pain ('severe pelvic pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and autoimmune disorder ('autoimmune reactions') in a 33-year-old female patient who had essure (batch no. 83282-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1998,(B)(6) 2006,(B)(6) 2009), macrosomia, vaginal candidiasis, migraine, breast reduction, tonsillitis, chickenpox, nausea, vomiting, ankle swelling, blurred vision, yeast infection and vaginal itching. Previously administered products included for birth control: mirena from (B)(6) 2009 to (B)(6) 2010. Concurrent conditions included morbid obesity, type ii diabetes mellitus, pain in heel, rash, drug allergy, drug allergy, drug allergy, drug allergy, stiffness, dryness oral, herpes nos, shortness of breath, chest pain, vaginal discharge, urinary frequency, dysuria, cystitis and hair loss. Concomitant products included atorvastatin since 2013, baclofen since (B)(6) 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since (B)(6) 2012, hydrocodone since 2016, hydroxyzine since (B)(6) 2012, levothyroxine since 2013, paracetamol (acetaminophen), prazosin since (B)(6) 2012, propranolol since (B)(6) 2012 and valaciclovir since 2006. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), 5 days after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), allergy to metals ("nickel allergy") and abdominal pain ("pain/ abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety / psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), gastrointestinal inflammation ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("infection (bladder/ urinary track / vaginal) - type yeast infection"), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("right and left ovary pain"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and therma choice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, autoimmune disorder, menstruation irregular and cystitis outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, fungal infection, migraine, abdominal pain and vaginal infection had resolved and the gastrointestinal inflammation, dysmenorrhoea, dyspareunia, fatigue, gastritis, hot flush, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastritis, gastrointestinal inflammation, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 309 lbs. Descripency found in date of explant- (B)(6) 2014,(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome of bladder problem ,urinary problems,bladder infection,uti infection,pain,bleeding updated as recovered/resolved.lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("essure device had fractured"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure (batch no. 83282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 on (B)(6) 1998,(B)(6) 2006,(B)(6) 2009). Previously administered products included for birth control: mirena from august 2009 to january 2010. Concurrent conditions included obesity and type ii diabetes mellitus. Concomitant products included atorvastatin since 2013, baclofen since march 2012, dicycloverine (dicyclomine) since 2013, fluoxetine since march 2012, hydrocodone since 2016, hydroxyzine since march 2012, levothyroxine since 2013, prazosin since march 2012, propranolol since march 2012 and valaciclovir since 2006. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In april 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: severe anxiety") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrointestinal disorder ("allergic or hypersensitivity reaction type: abdominal inflammation"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastritis ("gastritis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti's"), fungal infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("right and left ovary pain"). The patient was treated with surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, gastrointestinal disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastritis, hot flush, urinary tract infection, fungal infection, migraine, headache, allergy to metals, anxiety, depression, weight increased, abdominal pain lower and adnexa uteri pain had not resolved and the device breakage, autoimmune disorder and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, anxiety, autoimmune disorder, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastritis, gastrointestinal disorder, headache, hot flush, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 309 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: abdominal inflammation, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastritis, hormonal changes describe: hot flashes, infection (bladder/urinary tract/vaginal) type: uti's, yeast infection, migraines, headaches, nickel allergy, psychological or psychiatric problems condition: severe anxiety, psychological or psychiatric problems condition: depression, weight gain. Lower abdominal pain, right and left ovary pain", reporter, lot number, historical and concomittant condition,concomittant drug added from pfs. Inciden: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("essure device had fractured") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (removal of essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, autoimmune disorder and menstruation irregular outcome was unknown. The reporter considered autoimmune disorder, device breakage, menstruation irregular and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including severe pelvic pain, autoimmune disorder and essure device had fractured. On (B)(6) 2014, plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case the exact time point and mechanism of the device breakage is unknown. Autoimmune disorder is a broad term and refers to immune responses directed against a self-antigen. Limited information was given for the above mentioned events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("essure device had fractured") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (removal of essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, autoimmune disorder and menstruation irregular outcome was unknown. The reporter considered autoimmune disorder, device breakage, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction however they cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the relevant reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: correction: evaluation code corrected. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, and reported adverse events including severe pelvic pain, autoimmune disorder and essure device had fractured. On (B)(6) 2014, plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case the exact time point and mechanism of the device breakage is unknown. Autoimmune disorder is a broad term and refers to immune responses directed against a self-antigen. Limited information was given for the above mentioned events. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the relevant reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.